Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing and high pacing thresholds on the right atrial and right ventricular channels. Additionally, high pacing thresholds was also observed on the left ventricular channel. Further evaluation and troubleshooting of the system were discussed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.